Event description:
Patient reports malfunctioning pump (cadd-ms3) with sn (B)(4) while in use. It was saying blockage detected and went off 3 times since 430am and would work when she replaced the battery. Patient states she confirmed there were no kinks in her tubing. Patient was instructed to go to the hospital but declined. It is possible she did not receive medication at certain times. Confirmed patient was doing okay and did not experience any side effects/symptoms. Pharmacy has instructed to send back defective pump and pharmacy will send replacement. No other information is known. Yes the error occurred while in use, it did not cause any harm to the patient. Reported to (B)(6) by: patient/caregiver. Dose or amount: 30nkm. Frequency: 0.04ml/hr. Route: sq. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.